Event description:
It was reported that during a tlh procedure the electrode separated from the device but did not fall off. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode broken off and returned with the device. The active rod was present and the ceramic was cracked but sections are still bonded to the lower jaw. Due to the condition of the returned instrument, rf power delivery from the generator is not possible, therefore, no functional testing could be performed. The instrument was disassembled and evidence of electrode weld was found on the active rod.